Event description:
It was reported that the patient presented to the clinic with discomfort. Interrogation of the pulse generator noted that the right atrial (ra) lead had failed to capture, failed to sense and the patient had phrenic nerve stimulation. X-ray was performed which confirmed that the ra lead had also dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.